Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. Review of the event history log (ehl) showed high alarm: downstream occlusion. The device was visually inspected and found that there was loose latch lock assy, worn out buttons. The customer's reported problem can be replicated during the functional testing. The most likely cause of the report error is the downstream occlusion (dso) sensor. Replaced dso sensor to resolve report error. Replaced latched locked assembly, power on/off button, and keypad. The service history review had no indication that the complaint was related to a service of the device within the review period. This device passed all functional tests after the repair.

Event description:
The customer returned the device stating, "the unit failed the flow occlusion mode during testing". During device evaluation it was found the downstream occlusion (dso) sensor was defective.